Event description:
The customer reported that a week prior (B)(6) 2018, he received a blood glucose reading on the contour next meter that was 200 mg/dl different when compared with the reading on a different meter. The specific readings were not provided. Depending on the actual results, the difference between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the strips for evaluation. A new meter and replacement test strips were sent to the customer.